Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the cardiologist inserted the intra-aortic balloon (iab) catheter and pulled out the guidewire, it was noted blood was seen on the catheter. As a result, the catheter was replaced with a new catheter. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from a sharp object, was found near the proximal end of the bladder membrane which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the complaint is a result of improper prep per the IFU. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iab bladder in the packaging tray. This damage indicates the iab was not prepped correctly per the IFU. The damage and location of the leak site on the returned iab is consistent with being a potential result of the iab not being prepped per the IFU. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. An in-service for the customer will be performed to reiterate the appropriate method for iab prep/removal from its packaging.

Event description:
It was reported that when the cardiologist inserted the intra-aortic balloon (iab) catheter and pulled out the guidewire, it was noted blood was seen on the catheter. As a result, the catheter was replaced with a new catheter. There was no report of patient complication or serious injury and death.